Event description:
It was reported that the patient experienced intermittent shocking in the implantable neurostimulator pocket area. It was also stated that the pocket was taking a long time to heal. Additional information has been requested, but was not available as of the date of this report.